Event description:
It was reported that the customer received a failed battery test. His blood glucose level was 204 mg/dl. He received another failed battery test after troubleshooting. The customer was advised to revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.